Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a battery out limit alarm after a battery change. Customer stated the batteries were not out of the insulin pump for a greater duration than allowed. The customer also reported a hospitalization event for high blood glucose on (B)(6) 2015. The customer's blood glucose was 750 mg/dl at the time of admission. The customer reported their blood glucose declined to 50 mg/dl before reaching over 600 mg/dl in one day. Customer was unable to treat their high blood glucose with a bolus, prompting the hospitalization. The customer was treated with manual injections for their blood glucose. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.